Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224trk bi-ventricular (bi-v) defibrillator, implanted: (B)(6) 2009, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) and premature battery depletion was suspected. It was also reported that there was high threshold on the right atrial (ra) lead. The device was explanted and replaced. The ra lead was capped. No patient complications have been reported as a result of this event.